Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that while implanting the right atrial (ra) lead the helix took approximately 20 turns to extend. When the physician went to reposition the lead, it took 30 turns to retract and 30 turns to re-extend the helix. When the physician attempted to retract the helix again, it would not retract with as many as 65 turns. The physician did note that he felt something occur with the lead at approximately turn 15. Due to the fact that the helix was extended in the patient's atria, the physician experienced difficulty removing the lead. Ultimately the lead was able to be removed from the patient's body. Upon removal, the helix would still not retract. The lead was attempted and not implanted. No adverse patient effects were reported.